Manufacturer narrative:
On (B)(6) 2011, the customer performed a monthly maintenance on the glum, calibrated and ran bio rad multiqual qc. The l3 qc was in range on the high side of the mean (expected mean is 363.1 mg/dl and range of 347.1 - 379.1 mg/dl). On (B)(6) 2011, the customer noticed the qc on the bio rad multiqual l3 control read out hi around 384 mg/dl. The customer recalibrated the test and l3 qc was in range. Since the l3 qc had read out hi earlier, the customer decided to rerun some samples that were run earlier and noticed that the rerun results did not match. Service replaced the glucose accusense electrode. Qa spoke with customer to confirm they are inverting a fresh bottle of reagent 5 times after sitting at room temperature for 8 hours prior to loading on the instrument. Root cause appears to be the electrode.

Event description:
A customer contacted beckman coulter inc., (bci) in regards erroneous glucose modular (glum) results on approximately 349 patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated, amended, and reported. The customer confirmed that no patient treatment was affected.